Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that following the implant of a drg trial lead the patient reported a headache. The patient's headache resolved in 24 hours. During removal of the lead the physician noted a csf leak occurred due to a wet tap.